Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced and root cause could not be determined. The device was returned to the customer for use. The disposable electrodes used during the call were disposed of after the event and were not available for evaluation.

Event description:
Ff/emt's responded to an unwitnessed cardiac arrest, patient down for an unknown period of time and no CPR in progress. The device was connected to the patient with disposable defibrillation electrodes but, according to the reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. The reporter stated that connections were checked but with no change. A backup defibrillator was called for and CPR was performed until it arrived, approximately 15 minutes later. The backup device, a lifepak 10 defibrillator, was attached to the patient, but the patient's ECG showed asystole and he was not resuscitated.